Event description:
During a ventricular tachycardia procedure, it was reported by bwi representative that the bwi device did not malfunction, however there was a pericardial effusion and believed to be caused by the drug administered (isuprel) causing the heart to squeeze the catheter. The patient was treated for the effusion and was given a clotting agent to counteract blood thinners. The patient was taken to a different area for further observation.

Manufacturer narrative:
The device has been disposed by the customer. No information was provided as to the detailed product information. (B)(4).